Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not reveal any obvious leaks or damage. The reported condition could not be verified through evaluation of the returned photograph. Retention samples were also evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing and functional testing was performed, and the retention samples were found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol IV solution administration set leaked during set up. It was observed ¿tube leaks¿. There was no patient involvement. No additional information is available.